Event description:
It was reported that the patient's trend data indicated a large number of sensing integrity counts. All other measurements were within normal range. It appears that the oversensing is the double counting of the patient's premature ventricular contraction (pvc's). The lead remains in use. No patient complications have been reported as a result of this event. It was reported that the patient's trend data indicated a large number of sensing integrity counts. All other measurements were within normal range. It appears that the oversensing is the double counting of the patient's premature ventricular contraction (pvc's). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.